Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device. A 20 amp breaker was replaced. The system was successfully tested to factory specifications. A supplemental medwatch will be submitted if additional info becomes available.